Event description:
It was reported that, while in use on a patient a 980 ventilator was delivering a higher tidal volume than what was set. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found the exhalation flow sensor (evq) to have failed calibration. The se replaced the evq, performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.